Manufacturer narrative:
Merge healthcare is further investigating the allegation from the customer to determine if any corrections or corrective actions are necessary.

Event description:
Merge unity pacs is a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. On (B)(6) 2018, the unity customer reported they are unable to view an exam from 2013 for use as a comparison study. They are met with a message when trying to open this particular study. Error reading exam data field, exam cannot be viewed. Unity tech investigation showed there was an online record for this exam and although the database showed an owning location, there was no image folder there nor was there any patient file. Audit trail does not explain what could have happened. Exam was never archived and now appears that the image data was lost along the way. The reading physician does have a physical report from this 2013 exam for reference. There was no reported adverse event to the patient. A missing exam does have the potential to delay patient care. (B)(4).

Manufacturer narrative:
Site investigation showed there was an online record for this exam and although the database showed an owning location of volume 5, there was no image folder there nor was there any patient file. Audit trail does not explain what could have happened. Exam was never archived and now appears that the image data is no longer available. The reading physician did have a physical report from this 2013 exam for reference. Contacted and spoke with the technologist regarding this exam. He reports this exam was not listed on the archived tab at all. The online tab had a database entry for this exam, however they were unable to view any images. This exam in question was from 2013. There have been no other instances of this issue. There was no evidence that this exam was deleted, nor was there evidence the exam was ever archived to long term storage. No further information is available for review for this case.